Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was implanted with the heartmate 3 left ventricular assist device (lvad) and after surgery, while still in the operation room (or), when adding the new emergency backup battery (ebb) to the new pre- installed 2.0 low flow system controller, one of the screws of the back panel broke off. They kept the controller on the patient as the back panel seemed fine. The controller could not be exchanged as it was a new implant in the or and remained in use.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged screw on the backup battery back cover was confirmed via the submitted images. The submitted images revealed that one of the screws on the backup battery cover was damaged, with the screw head broken off and the bottom half of the screw still inside the controller. Heartmate 3 system controller, serial number (B)(6), was not returned for analysis. Provided information indicated that the event occurred while adding the new backup battery to the system controller after implant. It was noted that the patient kept the controller, as the back panel seemed fine despite the damaged screw. The controller could not be exchanged as this was a new implant in the operating room. The system controller remains in use, and a replacement has been requested. The root cause of the reported event could not be conclusively determined through this analysis. A manufacturing analysis has been initiated to further investigate this issue. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 2 of the IFU, ¿system operations¿, provides instruction on how to properly remove the battery compartment cover and replace the backup battery. Section 8 of the IFU, ¿caring for the equipment¿ and section 6 of the patient handbook, ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.